Event description:
The customer reported that the telemetry device has no sound. The device was not in use on a patient at the time of event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that the telemetry device has no sound. The device was not in use on a patient at the time of the event.